Event description:
It was reported that pump displayed cartridge alarm 20 and that caller had experienced similar cartridge alarms with this pump on multiple recent days. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use current pump or multiple daily injections as backup, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and provided instructions for placing pump in storage mode and returning it within 10 days; customer was also advised to program pump settings and connect continuous glucose monitor on replacement pump, and understood and acknowledged all instructions.